Event description:
It was reported the patient experienced overdose symptoms. The patient went home after implant and slept all night and some of the next day. The patient felt very weak and foggy in her head. The patient also experienced symptoms of sleepiness, weakness, dizzy and lightheaded. The patient¿s spouse took the patient to the ER (emergency room). The patient was given ¿something¿ to counteract the medication and transferred to another hospital and was hospitalized . Monday afternoon, (B)(6) 2013, the implanting hcp did a system cleanse and reduced the concentration of the drug and reprogrammed the patient¿s daily dose. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine 25mg/ml 1.2mg/day.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).